Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally thoracoscopic maze ablation with staple exclusion of the left atrial appendage, while on ventilation weaning, a coughing episode preceded a sudden acute blood loss with rapid filling of both left and right sided pleural drains and circulatory compromise, warranting emergency thoracotomy and cardiopulmonary bypass. A tear at the base of the excluded left atrial appendage near the mitral valve annulus was identified and managed with composite felt pledgeted sutures. A cranial computed tomographic imaging confirmed a stroke. The compression of the left atrial tissue by the stapler device and the mechanical stress applied to the staple line from the dynamic process of the cardiac cycle may have promoted tearing. The patient, referred to neurosurgery for emergent craniotomy, expired four weeks later due to extensive neurological insult.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.